Manufacturer narrative:
Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number. (B)(4). This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified medication. At an unspecified time prior to priming of the tubing set, it was reported that particulate was noted in the drip chamber of the tubing set. It was reported that the particulate was described as a shiny residue of an unspecified material. No specific details were provided. Though requested, no additional info was provided, including if the tubing set was replaced and the therapy was initiated.